Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search for similar complaints related to the product family was conducted; no add'l complaints have been recorded for this lot. The september 2007 15-month zero tip baskets complaint trend report, inclusive of all failure modes, was reviewed, no adverse trend noted. Device evaluation is in progress. A supplemental medwatch report will be submitted.

Event description:
In 2007, it was reported to boston scientific corp., that a zero tip retrieval basket was used in a ureteroscopy procedure (patient age and gender unk). During the procedure the basket wire tip of the zero tip retrieval basket device detached from rest of the device while inside the pt. The device was extended beyond the scope when this occurred. According to the complainant, the physician was able to retrieve the basket wire tip with graspers successfully. The procedure was completed with another zero tip retrieval basket successfully. No pt complications sustained as a result of the device detachment.